Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the device exhibited backup vvi operation after failed attempt to upgrade the firmware. There was no wand movement or telemetry interference during the upgrade attempt. The device was reprogrammed successfully.